Manufacturer narrative:
Date received by manufacturer: 30oct2019. Date of report: 31oct2019. Customer replaced battery and sent device for bench repair to address 3.3 volt rail failure. Repair information is still pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Manufacture date: 23nov2019. Report date: 11dec2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the user interface board and internal battery to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28oct2019.

Event description:
The customer reported a 3 volt rail failure. It is unknown if the device was in clinical use, but no patient harm was reported.